Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the hole in the hose was consistent with mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was determined that the issue with the device being powerbroken was consistent with trying to run the device in the load position. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during routine testing, it was observed that the motor device had a hole in the hose. During an in-house engineering evaluation, it was observed that the device had a hole in the hose and was powerbroken (runs in the load position). It was further noted that the pawl release and lock cylinder were worn out. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use.there were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.